Event description:
The customer reported the system displayed a communication failure error. A communication error will likely result in a system lockup, no boot, or shut down situation. There are no pt injuries or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The system was tested and found to be working asa intended and put back into svc.